Event description:
It was reported that the screen on the programmer was cracked. The programmer was returned to the manufacturer, analyzed and tested out of specification. It was indicated on the return paperwork that no patient was involved with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): loose ECG (electrocardiogram) connector. Display overlay is cracked. Media bay door latch is missing. Keyboard hinge is broken.